Manufacturer narrative:
(B)(4). Therapy date: (B)(6) 2017. Concomitant medical product - compr nano hmrl pps 34mm catalog # us-115734 lot # 172680 ; versa-dial 46x18x53 hum head catalog # 113042 lot# 456950; md hybrid glenoid base 4mm catalog # 113954 lot # 551420; pt hybrid glen post regenerex catalog # pt-113950 lot # 502650. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. 0001825034 - 2017 - 06346. 0001825034 - 2017 - 06347. 0001825034 - 2017 - 06351. 0001825034 - 2017 - 06353.

Event description:
It was reported that the patient is experiencing an uncomfortable feeling in her shoulder. Slight anterior subluxation on axillary view is noted. No further information is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Event description:
It was reported that the patient is experiencing an uncomfortable feeling in her shoulder, including pain and tenderness. Slight anterior subluxation on axillary view is noted. No further information is available.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4).